Event description:
It was reported that the pt received the temperature indicator showing the on the recharger when she attempted to charge while she had a fever. The pt had experienced several fevers recently and was having a challenging time recharging the stimulator. The pt's stimulator was replaced with a non-rechargable device. No pt outcome was reported.

Manufacturer narrative:
The neurostimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.